Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
Customer's mother reported via phone call, the insulin pump went dark after a few seconds during a bolus delivery. Customer's blood glucose was 17.4 mmol/l. The issue reoccurred after a battery change. Display options stand at one min. The device hasn't been dropped or bumped. Customer's mother stated after 1,451 e the device obscured and was advised it was normal. Customer's mother is not returning the device for analysis.